Event description:
A healthcare professional reported that during an intraocular lens implant procedure when the surgeon inspected the intraocular lens(iol) before implantation. Surgeon realized that there were broken haptic which deterred surgeon from further the implantation. The procedure was completed with unspecified replacement lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned correctly in the lens case. Viscoelastic was observed on both sides of the lens. One haptic was pulled from the optic, the haptic has a bulbous tip, which indicate the weld was conducted. This haptic was also bent gusset area. The other haptic was bent distal area. The lens was cleaned with klrp for further evaluation. The optic was split in the haptic insertion area of the removed haptic. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if qualified handpiece and viscoelastic were used. The reported broken haptic was not observed. One haptic had been pulled from the optic. The optic was cracked in the haptic insertion area. This may have been interpreted as a broken haptic. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU ) instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).